Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). The low-temperature threshold value was checked and observed to be set at 00. An extended investigation was also performed for the reported complaint. The downloaded returned sensor text file identified that the low temperature ratio parameter was configured incorrectly to 00. As submitted in the initial report for this issue this incorrect low temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result the system will not be able to present glucose alarms. Therefore, the complaints remains confirmed. (B)(4) was initiated to investigate and address this issue on 16-may-2020. Immediate as well as corrective and preventative actions include: software on affected kit pack lines has been updated to prevent the resetting of the low temperature parameter to ¿0¿. This action was completed on 28-may-20. Impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and scrap of all impacted product was completed 26-jan-21. Update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. The completion date of this corrective action was 11-dec-20. Update validation process to include requirements to perform functional testing of product to user requirement specifications. This corrective action was implemented on 09-feb-21. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" alarm issue was reported with the freestyle libre 2 sensor. Customer experienced symptoms described as dizziness and a loss of consciousness and was unable to self-treat and was provided unspecified treatment by a third-party. Customer had contact with an hcp and was diagnosed with hypoglycemia and provided unspecified treatment. No further details were provided as customer refused to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc product quality engineering (pqe) investigated this alarm-2 (signal loss alarm) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low temperature ratio parameter of zero (0). The low temperature ratio parameter setting should be set at 187. The incorrect low temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result the system will not be able to present glucose alarms. This failure mode was identified during investigation of the track and trend review related to alarm-2 cases in april 2020. This issue was addressed in the field by adc fa1027-2020. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. No product was returned for this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Qr728102 was initiated to investigate and address this issue on (B)(6) 2020. Immediate as well as corrective and preventative actions include: software on affected kit pack lines has been updated to prevent the resetting of the low temperature parameter to ¿0¿. This action was completed on (B)(6) 2020. Impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and scrap of all impacted product was completed (B)(6) 2021. Update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. The completion date of this corrective action was (B)(6) 2020. Update validation process to include requirements to perform functional testing of product to user requirement specifications. This corrective action was implemented on (B)(6) 2021. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" alarm issue was reported with the freestyle libre 2 sensor. Customer experienced symptoms described as dizziness and a loss of consciousness and was unable to self-treat and was provided unspecified treatment by a third-party. Customer had contact with an hcp and was diagnosed with hypoglycemia and provided unspecified treatment. No further details were provided as customer refused to troubleshoot further. There was no report of death or permanent injury associated with this event.